Event description:
It was reported that during an unk procedure, the material does not jam during the procedure. There was no delay in surgery and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/6/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 992a71, and no non-conformances were identified additional information was requested and the following was obtained: material does not staple during the procedure.